Event description:
It was reported that the patient faced hypoglycemia event on 24 apr 2026 due to which the patient went to hospital. The blood glucose level was 39 mg/dl at the time of event and treated with glucagon nasal spray and apple juice. Patient experienced the symptoms of seizures, trembling, and haloed.

Manufacturer narrative:
Name- ypsomed ag. Street- weissensteinstrasse 26. City- solothurn. Zip code- ch-4503. Phone- +41 34 424 45 51. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.